Event description:
Advocate stated her boyfriend received a blood glucose reading of 125mg/dl at approximately 10:30am on the contour next link. He had a seizure and an ambulance was called. He was retested on the ambulance blood glucose meter and the reading was 21mg/dl. He received a bag of IV fluids and started feeling better. The patient was advised to eat something. The advocate was advised to return the strips for investigation. New strips and meter were sent to the customer.